Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening and device being deployed on one leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip was advanced into the patient anatomy and the leaflets were grasped. The lock line was removed without difficulty and while attempting the second establishing final arm angle (efaa) the clip slightly opened. As a result, the clip detached from the posterior leaflet. The procedure continued and the clip was deployed only on the anterior leaflet. A second clip was implanted to stabilize the first implanted clip, reducing the mr to a grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, a cause for the reported clip opening while establishing final arm angle (efaa) could not be determined. The reported foreign body in patient (clip deployed only on one leaflet) is a cascading event of the clip opening during efaa. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.